Event description:
A customer reported a pump issue with an alarm occurrence during the cartridge loading process, specifically alarm 20. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.